Manufacturer narrative:
(B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h10. The device was returned to the factory for evaluation on 05/13/2024. An investigation was conducted on 05/16/2024. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire and jaws. The jaws were observed to be intact with no visual defects observed. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. No electrical testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The lot # 3000363092 history record review was completed. There was a ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 metal plate on bottom of jaw lifted from actual jaw. The jaws were oriented correctly when inserted into the cannula. A new device was used to complete the procedure. There was no procedural delay. There was no patient harm.